Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that on the intra-aortic balloon pump (iabp) there was a purge failure alarm. Therefore the iabp was successfully switched out for another pump. There was no report of patient death, serious injury or patient complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" is not able to be confirmed; the field service engineer checked the pump and could not replicate the purge failure alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that on the intra-aortic balloon pump (iabp) there was a purge failure alarm. Therefore the iabp was successfully switched out for another pump. There was no report of patient death, serious injury or patient complications.